Event description:
It was reported that when using the bd pyxis¿ medbank tower, bin was opened when nurse trying to issue medicines. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to reach customer. However, due to lack of response from customer tss closed the case. Additional information will be added to the record if and when the information is received.